Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for a device upgrade. During the procedure it was noted that the right ventricular lead had externailzed conductors. The patient had a pericardial effusion during the procedure which was treated by pericardiocentesis.

Manufacturer narrative:
Visual examination found multiple internal abrasions breaching the right ventricle and ring electrode cable lumens. An external abrasion was noted distal to the suture sleeve tie impression at 8.0-8.9 cm breaching the right ventricle cable lumen, consistent with friction to another device or patient anatomy. The etfe coating was found unbraided in the locations of the internal and external abrasions. The tip stiffness could not be performed due to the as received condition of the lead. The damage found was sustained during the surgical procedure.